Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 11 units had broken/damaged components, 3 units had detached components, 1 had a dirty component, 1 had a loose component, and 1 had a misaligned component.. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events, where it was reported the stair chair tracks/tread could not be engaged. There was no patient involvement.